Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported when using the unspecified bd¿ pen needle, the device experienced the cannula breaking off/pulling out. This event occurred 4 times. The following information was provided by the initial reporter. The customer stated: it was reported that patient end of needle breaks off during use. Verbatim: consumer speaks (B)(6), used (B)(6) translation to assist with call. Consumer reported patient end needle breaks during use. Consumer stated 4 pen needles have been affected. Consumer stated they used or disposed of all product - no samples available. Consumer stated they use bd ultra fine nano pen needles.